Event description:
A malfunction alarm identified as malf 24 was reported, and there was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Tandem technical support arranged for a replacement pump and provided the customer with instructions on storing and returning the faulty pump. The customer was also informed about programming the new pump's settings and connecting it to their continuous glucose monitor (cgm).